Event description:
The customer reported via phone call that the threshold suspend feature on the insulin pump was prompted when their blood glucose was not low. Customer's blood glucose was 252 mg/dl and their sensor glucose read 252 mg/dl. Customer also reported receiving a lost sensor alarm on the insulin pump. The customer declined to troubleshoot for their high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.